Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter preoperatively, the needle popped off while being pulled out of the package. Another suture was used in order to complete the case. There is no patient involvement.